Event description:
While physician was performing a d&c, hysteroscopy a perforation was made in the uterus. A diagnostic laparoscopy was performed, no active bleeding was seen. No repair was made, the patient was admitted for overnight observation.